Event description:
It was reported via a user-facility medwatch report that the nurse attempted to elevate the head of the pt's bed and observed sparks and smoke coming from the red outlet the bed was plugged into. No active flames were reported. It was reported that the bed was disconnected from the outlet. Reportedly, a cord malfunction was noted.

Manufacturer narrative:
This info was received through a medwatch filed by the user facility. Multiple attempts to contact the risk manager (B) (4), listed on the medwatch and additional members of risk management have been made. Info has been received from the operator at the hospital stating that (B) (4) is no longer with the user facility. Multiple voicemails have been left with (B) (4) and (B) (4), in the risk management department at the hospital. No return correspondence has been received. If additional relevant info is able to be obtained by the user facility a follow-up report will be filed.